Event description:
Pt stating that when she went to do her mix yesterday morning, one of her ms3 pumps that she was going to switch to was not working. It asked for the password. Informed her that it needs to be programmed . Obtained serial number of the malfunctioning pump (B)(4) (due 7/21/2019). Malfunction did not occur while in use and pt had no side effects. Pt will be sent a return box to send back the malfunctioning pump. No other information known. Dose or amount: 132ng/kg/min; frequency: q 48 h; route: sq. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.